Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been rec'd.

Event description:
Device issue: none. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery an interventional procedure. Reportedly, as the thumb advancer was distally deployed, the tissue tract "tented" due to an inadequate nick-n-spread performed at the start of the procedure. The safety release was activated, retracting the locator wings, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.